Manufacturer narrative:
H10: the product malfunction was confirmed. The issue was data not printing on the strips, not improper wave forms. The cause was not determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telitex not showing proper wave forms. It was unknown if there was patient involvement at time of report.